Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that one day post-implant, this pacemaker was found to be operating in safety mode. This was discovered prior to the pre-discharge device check. Technical services discussed saving device data while is safety mode was not possible. The device is operating at non-programmable settings, so device replacement was recommended. Technical services discussed that safety mode is entered when there are three device resets within 48 hours. In this case, safety mode was observed 24 hours after implant, so it was possible this device had been taken out of storage mode prior to the implant procedure. Technical services requested any pre-implant data that might have been saved so a timeline for this event could be determined. There was not any data available, and once explanted, the device will not be shipped back for laboratory analysis due to united states policies with iran. At this time, the physician is working to obtain a replacement pacemaker for this case. The device remains implanted but deactivated. No adverse patient effects were reported.